Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that the patient had phrenic nerve stimulation and the lead could not be repositioned or programmed around this. The lead was removed and replaced. No patient complications have been reported as a result of this event.